Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 3 mmol/l at the time of incident. The customer mentioned other blood glucose as 5 mmol/l. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food and glucose tablet. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not recall insulin dripping or squirting from end of set before connecting at their site. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported programming was accurate. The insulin pump will not be returned for analysis.